Event description:
Event description boston scientific crm received information that during the pacemaker replacement procedure for normal battery depletion, this atrial lead had historically displayed high impedance measurements and the existing device had been programmed to vvi mode. During the procedure, the atrial lead displayed low sensing amplitude measurements through the pacing system analyzer. The lead was surgically abandoned and a single chamber device was implanted with the chronic ventricular lead.